Event description:
It was reported that ongoing, intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by administering a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.